Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with the dianeal ambuflex and dianeal ultrabag was ongoing. During a call with the baxter customer service, the following information was provided. On an unreported date in (B)(6) 2012, the patient developed peritonitis which did not require hospitalization. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received from the registered nurse. Per the nurse, the patient started pd therapy with dianeal in (B)(6) 2011. The nurse also confirmed that in (B)(6) 2012, the patient started feeling sick and was diagnosed with peritonitis. Peritoneal effluent cultures taken on (B)(6) 2012, and (B)(6) 2012 revealed no growth. Outpatient treatment included: vancomycin ip (1500 mg, frequency unknown) and ceftazidime ip (1000 mg, frequency unknown). Per the nurse the cause of the peritonitis was a break in aseptic technique because a mask was not worn and because the patient discovered his minicap was not on while mowing the lawn. In (B)(6) 2012, the patient was retrained in aseptic technique. In (B)(6) 2012, the patient recovered from the peritonitis. Therapy with dianeal was ongoing. Per the nurse, the event was not related to dianeal therapy, the homechoice machine, or baxter disposables. A batch review was conducted for potentially associated lot number gd891093 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4).upon further investigation it has been determined that this report is a duplicate. This complaint will be closed as a duplicate and further investigation of this event can be found in report number 1423500-2012-10478.